Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown dose and concentration via an implantable infusion pump for spinal pain. It was reported that the patient had their pump replaced with a smaller version in (B)(6) 2018. The patient reported that they lost weight and the bigger pump was hitting their clothes and digging into their skin causing pain. The patient reported that they never got a new ID card with their pump. No further complications were anticipated/reported.